Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device missing a tamper seal and battery door. There was no evidence of the error in the event history log. The reported problem was duplicated. It was found that the down stream occlusion sensor failed calibration. Removal of the downstream occlusion sensor seal revealed a contaminated sensor. A contaminated sensor would cause calibration issues. The investigation showed that a contaminated downstream occlusion sensor was the cause of the reported problem. It was recommended to replace the downstream occlusion sensor as corrective action. The root cause of reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously.

Event description:
It was reported that the calibration of a pump failed during testing. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown. No information has been provided to date.